Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that entrapment occurred. The target lesion details are unknown. An innova self-expanding stent was deployed. Upon removal, the stent delivery system was stuck together with the guidewire. The doctor removed both the delivery system and the guidewire together. No patient complications were reported.